Event description:
It was reported that the procedure was conducted on (B)(6) 2025 for ica internal carotid (c5 segment) saccular aneurysm (3.83x5.11mm, neck 3.72mm). The subject stent was implanted successfully, and the angiography showed the subject stent was well apposed to the vessel. During patient follow up visits at 6 months, dsa (digital subtraction angiography) shows stenosis >50-75% and the raymond roy score of 1 and complete occlusion. No neurological symptoms were noted prior to the angiographic follow-up. The retreatment was not required as the patient continued antiplatelet therapy, lipid-lowering medication, and symptomatic treatment to improve blood circulation. The patient is currently in good condition.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿the patient is 40 yrs female, with a left internal carotid artery-clinoid (c5 segment) saccular aneurysm (3.83x5.11mm, neck 3.72mm), no baseline stenosis. The procedure was conducted on (B)(6) 2025 with the subject stent device completely covered aneurysm neck, total procedure time 30 mins. 6 month follow-up dsa (digital subtraction angiography) shows stenosis >50-75%, no adverse event and/or deficiency reported". Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.